Event description:
The user reported that the pad sparked then stopped working.

Manufacturer narrative:
The user reported that the pad sparked and stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Pad was bunched-up. All thermostats were bent. Leads were out of place and bent. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.